Event description:
A customer reported experiencing a cartridge change error twice starting on 07.18.25. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support guided the customer through a series of inspection and cleaning steps, including checking the cartridge o-ring and cleaning the pneumatic tap area, which allowed the customer to successfully complete the load process and continue insulin delivery.